Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi mode via remote transmission. Patient was asymptomatic and was brought into the clinic for further troubleshooting. A device download was performed successfully; device remains implanted.